Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488tc lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced asystole and the blood pressure dropped during a procedure, when the competitor right ventricular (rv) lead was disconnected on a pacing-dependent patient and the physician had not noted that the left ventricular (lv) lead had been nicked by the plasmablade. The competitor rv lead was reconnected temporarily while the patient recovered. The lv lead was repaired and remains in use. No further patient complications have been reported as a result of this event.